Event description:
It was reported that the customer's sensor glucose reading was 250 mg/dl but her blood glucose level was 438 mg/dl. She had issues with the sensors. The sensor readings were not accurate. She also experienced a low blood glucose level of 49 mg/dl but her sensor glucose reading was 120 mg/dl. The customer had issues with air bubbles. The insulin pump's screen had rainbow colors when she turned it a certain way. The discoloration was all over the screen. Her belt clip broke. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.